Event description:
A surgeon reports a pt complained of severe positive and negative dysphotopsia two days following cataract surgery with intraocular lens implant. The lens is perfectly centered and the surgeon has expressed that she will counsel the pt to allow more time to adapt to the lens. The current status of the pt has been requested.